Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number, was submitted on 03-jul-2025. However, based on the reassessment of the complaint done on 06 feb 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was high at the time of the event. Patient got treated with insulin drip. The duration of hospitalization was greater than 24 hours. Patient was found positive for large ketones level. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.